Event description:
Literature: derrey, s., lefaucheur, r., proust, f., chastan, n., leveque, s., gerardin, e., freger, p., maltete, d. The unsuccessful placement of a deep brain stimulation electrode due to a brain shift induced by air invasion: case report. Parkinsonism and related disorders. 2011. Summary: a (B)(6) man with advanced pd underwent bilateral high-frequency stimulation of the stn. Stereotactic computer tomography scans and a non-stereotactic magnetic resonance imaging source facilitated coordinates derived from direct targeting. Unsuccessful placement of the right electrode was induced by air invasion resulting in a posterior brain shift found by measuring ac and pc points during post-operative MRI (day 2). Factors that may contribute to brain shift include gravity with regards to head position or length of the surgical procedure (7 hours). Given the risk of csf outflow, the use of intra-operative radiological guidance, micro-recording and clinical examination remain the most accepted and commonly used technique for dbs in pd. Reported event: (B)(6) man with parkinson's disease was referred for dbs. The placement of the second definitive electrode was unsuccessful due to brain shift induced by air invasion. Another surgery was performed a few weeks later to replace the right electrode with a good clinical outcome. Six months later, the motor score (updrs iii) improved significantly from baseline with a significant reduction of the levodopa-related complications.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# / serial# unknown. The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.